Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 405 mg/dl. The customer experienced symptoms such as lethargy and vomiting. The customer was still being treated in the standard unit of the hospital. The customer was wearing the insulin pump during the hospitalization. During troubleshooting the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.